Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As observed in the photo included in the file, the stent component was found detached from the delivery wire and stuck at the proximal end of the introducer. No damages were noted on the guidewire nor the introducer and the stent. The dimensions of the delivery were measured, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Thus, device failure is not suspected to be a contributing factor. The stent was retrieved from the introducer, microscopic inspection was performed. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The issue reported regarding the stent getting prematurely separated from the delivery wire was confirmed based on the detached condition of the stent. The dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. With the information available, the root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8891115. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: ¿ carefully place the dispenser hoop into the sterile field. ¿ remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold wire and introducer together to prevent stent movement. Remove the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the physician opened the device packaging for the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 8891115) and removed the device from the dispenser hoop and it was noted that the stent body was prematurely separated from the delivery wire. The stent component was stuck in the introducer. The device was not used in the patient. The physician switched to a new stent to complete the procedure. There was no report of any negative patient impact. On 10-dec-2024, additional information was received. Per the information, aside from the premature detachment, the stent / stent delivery wire did not appear damaged when the system was removed from the patient. Nothing unusual was noted about the device packaging. The replacement was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). There was no delay in the procedure reported. A photo of the complaint device was included. The photo will be reviewed by the product analysis team.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The complaint included a photo of the device. The product analysis team reviewed the photo. The review is documented below. [Photo review]: a photo of the complaint device was included. In the photo, the stent component can be seen separated from the delivery wire and stuck at the proximal end of the introducer. No damages are identified. The reported issue documented in the complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8891115. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-jan-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.